Event description:
It was reported that during engineering evaluation, the craniotome device was tested and was found to have a "bent tip". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  The unit was tested and was found to have a bent tip. Therefore, the reported condition was confirmed.  The assignable root cause was determined to be improper handling.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.